Event description:
It was reported that the device exhibited technical failure 388 alarm when powered up. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. The UDI# was not provided and is unknown. Device manufacture date is unknown.

Manufacturer narrative:
The zoll field service engineer (fse) evaluated the device and was able to verify the reported issue. It was determined that the device requires a new inspiration block to resolve the reported issue. A quote for the replacement was provided to the customer; however, the customer declined the repair. As a result, the device has not been repaired